Event description:
It was reported that pump displayed malfunction alarm malf 0 with fault ID 0x24d3 and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction recurs, which was understood and acknowledged.